Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a maude event report #mw5069139. (B)(4).

Event description:
It was reported that a child underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used on an injury. The ER staff provided aftercare instructions to use petroleum based antibiotic cream. The wound then reopened approximately one day later. No further information is available.